Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from am consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient was experiencing unusually strong stimulation and stimulation all over their body. No environmental fact ors have contributed to the issue. The patient explained the issue he was having was that the stimulation feels stronger or more intense than usual despite turning the amplitude down. The patient relates he uses his stimulation intermittently throughout the day. He used to run his stimulation at 3.5, but now runs the stimulation at 2.0. He indicated the stimulation feels the same at 2.0 as it did at 3.5. He said he started to experience this issue around the first of may and denies any single incident causing it. He goes on to report he also feels stimulation all over his body when he has it on. This started on may 1st as well. The patient lives almost 2 hours away and no date has been set to meet yet. The patient was meet with the patient in the upcoming weeks to interrogate the patient¿s system. The patient is currently without a pain physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-26. It was reported the cause of the overstimulation was not determined. The issue resolved, spontaneous resolution. No further complications were reported/anticipated.